Manufacturer narrative:
On january 9, 2026, the mentor failure analysis lab received the device for evaluation. On january 14, 2026, device evaluation was completed as follows: mentor conducted visual inspection, leak test and microscopic examination of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and determined that an area of missing material was found on the anterior view of the breast implant, measuring approximately 0.3 cm x 0.2 cm. No more leak sites were found. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. The contralateral device was also received (lot number 6476916). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Complete UDI number has been added under field d4 on this form. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Reason for device explant and/or reoperation: right deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 47-year-old caucasian female patient underwent primary breast augmentation with 325cc mentor smooth round moderate plus profile and experienced breast implant deflation on her right side postoperatively. The patient underwent bilateral replacement surgery with serial numbers (B)(6) on the right side, and with (B)(6) on the left side on (B)(6) 2025.